Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tasp was found fractured in the tray. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional exhibited signs of repeated use (nicked/gouged) and the medial side of the post was fractured. Fracture analysis identified that the fracture was consistent with either bending overload or low cycle fatigue culminating in bending overload. The device history records were reviewed and no discrepancies were identified. As the frequency and condition of use is unknown, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.